Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) did not exhibit an increase in impedance after fixation. When the lp was repositioned, the helix was extended. A different lp was used to complete the procedure. There were no patient consequences.

Manufacturer narrative:
The reported event of low impedance was not confirmed while the event of stretched helix was confirmed. Visual inspection noted the helix was stretched out of specification. The helix elongation is consistent with having occurred during implant procedure caused by the end-user. Further analysis was performed, including pacing impedance measurement, and the device exhibited normal device characteristics without any anomalies. Review of device history record (DHR) indicates that each manufacturing and inspection operation was performed, and the device passed all tests. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.